Event description:
The patient arrived in the ed in full cardiac/respiratory arrest. She was shocked x 2 with the life pak 12. The defibrillator was charged up to 360j for the third attempt and the red service light appeared along with error code d00d. The machine would not deliver the shock. The nurse turned the defibrillator off and reset the machine. The defibrillator was functional after it was reset but the code was called at this time. The service manual describes code d00d as an sc_error_sci_msgq_error.manufacturer response: field rep e-mail says trying to get more official letter that explains problem and ok's device for use. States "the lp-12 had a memory buffer software glitch that inhibited the shocking of the defib and prompted a service light and lock up. The d00d error code is a very rare event" he checked with the MDR and engineering folks, did a complete performance inspection procedure on the machine, cleared the error codes and installed the latest -134 software. He then states "it has the ok from us to be put back into service"